Event description:
It was reported that the pump programmed to infuse zosyn at 25 ml/hr over 4 hours, medication delivered over 1 hr despite displaying the correct rate on pump. There was patient involvement but unknown harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date of event, describe event or problem, medical device operator, medical device other operator, concomitant med prod data, initial reporter occupation, report source, report source other annex e: e2401, annex f: f24, annex b: b21, annex c: c21, annex d: d16. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex e: e2403, annex f: f26, annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion event could not be confirmed through log review nor replicated during laboratory testing. During inspection of the returned devices, there were no obvious issues found that would contribute to the reported complaint. All inspected parts were manufactured by bd. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 05 february 2026, event time was reported as 9:00 pm. Review of the error logs showed no relevant errors were recorded for any of the returned devices. The event log showed that on 05 february 2026, at 8:50 pm an IV remote infusion of ¿piptazo¿ (drug ID= 1013) was received with dose of 4.5 gr, rate of 25 ml/h and vtbi of 100 ml, at 9:00 pm the infusion started and alarmed for occlusion fluid side three (3) times, user restarted the infusion, however the same alarmed occurred at 9:32 pm. Between 9:32 pm to 9:35 pm the suspect pump module alarmed five (5) times for occlusion patient side, user paused and restarted the infusion. The infusion ran as expected until 9:53 pm when the pump module alarmed for air in line, right after at 9:55 pm user turned off the device. There is no record of further infusions during the reported event day. The total primary volume infused was 20.507 ml. This value was calculated by subtracting the initial primary volume infused (accumulated from previous infusions), 100.98 ml, from the final primary volume of 121.487 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion event could not be determined and the issue could not be replicated during laboratory testing as the suspect pump module was not returned for investigation. Log review identified the suspect pump module alarmed at 9:53 pm for air in line. However, the event log review did not reveal any anomalies in the programmed infusion or the primary volume infused. It is important to note that it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an over infusion of zosyn (4.5 g in nacl 100 ml) to a patient admitted for chronic hypoxic respiratory failure. The medication was intended to infuse at a rate of 25 ml/hour over 4 hours. However, the medication was found to have been delivered over approximately 55 minutes despite displaying the correct rate on pump. There was patient involvement but no harm.